Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress from the outside likely caused the distal end to fall off. No image may have occurred due to damaged charge-coupled device (ccd) unit along with physical stress. However, a definitive root cause could not be determined. Detection methods of the suggested event 1 and 2 are shown in the following item in the instructions for use IFU. Operation manual: 3.3 inspection of the endoscope: "inspection of the endoscope" operation manual: 3.8 "inspection of the endoscopic system: "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope tip came off. The event occurred during procedure and there were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.